Event description:
It was reported that during a peripheral orbital atherectomy procedure, a dissection and slow flow event occured while using a csi orbital atherectomy device (oad) and csi viperwire guidewire. There were multiple focal lesions located in the superficial femoral artery (sfa), popliteal artery, posterior tibial (pt) artery and anterior tibial (at) artery. The physician advanced a glidewire crossing wire into the popliteal artery and exchanged it for a csi viperwire guidewire. The physician performed two runs at low speed and two runs at medium speed in the sfa. Post-atherectomy angiography revealed a dissection at the site of the tip of the viperwire guidewire. The physician resolved the dissection by performing balloon angioplasty. Post-angioplasty angiography revealed slow flow in the distal vessels (at, pt and peroneal). The physician resolved the slow flow with additional balloon angioplasty and aborted further intervention. The patient status remained stable throughout the intervention. Requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4). Discarded by facility